Manufacturer narrative:
The reported events were loss of capture, failure to sense, and dislodgement. As received, a complete lead was returned in one piece. The reported events of loss of capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The full measured s-curve hump height was within specification.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the left ventricular lead exhibiting loss of capture and failure to sense. Chest x-ray revealed that the lead dislodged and pulled into the superior vena cava. The lead was extracted and replaced. The patient was in stable condition.